Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause classification of anticipated procedural complications. This complaint is due to a known physiological effect of the procedure noted within the directions for use. (B)(4). Device not returned for analysis.

Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure thrombus occurred. Target lesion #1 was located in the left anterior descending artery. The target vessel reference diameter was 2.4mm and the lesion length was 18mm. Pre-procedure was 57% stenosis and post-procedure was 0% stenosis. A 3.0x20mm liberte stent was implanted. No information if direct stenting was attempted. Target lesion #2 was located in the right coronary artery. The target vessel reference diameter was 2.9mm and the lesion length was 18mm. Pre-procedure was 58% stenosis and post-procedure was 0% stenosis. A 3.0x20mm liberte stent was implanted. A non bsc balloon catheter was also used. No direct stenting was attempted. An additional procedure of thrombus suction was performed in the target lesion site for thrombus. The procedure was a technical success. The patient was discharged 3 days later with no anginal complaints or silent ischemia. Discharge medications were asa 100mg/daily and clopidogrel 75mg/daily for 12 months.